Event description:
Ous MDR - after an estimated implantation period of 63 months, it was reported that after a normal upgrade procedure, the patient was admitted to hospital due to bradycardia and loss of capture on both the right ventricular and left ventricular leads resulting in pace inhibition. Wound pain and hematoma was noted, but during provocation no issues were noted. Biotronik has no information about the revision of the lead. Should any details become available, we will inform you accordingly. The implant date was not provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.